Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report entrapment of device, tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and noted difficult visualization due to an annular ring present. The clip was inadvertently placed in the chords and became caught, and a chord became cut. There was difficulty grasping the leaflets as well as loss of leaflet capture; however, the cut chord allowed the posterior leaflet to be grasped after being initially difficult due to the leaflet restriction. The clip was then implanted and mr reduced to 1+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported poor image resolution was due to challenging patient anatomy/operational context. The reported entrapment of device was due to poor image resolution. The reported difficult or delayed positioning (leaflet capture and leaflet grasping) was due to restricted posterior leaflet and challenging imaging and is a result of operational context. The reported patient effect of tissue damage as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unspecified tissue damage was due to the reported entrapment of device. There is no indication of product issue with respect to manufacture, design or labeling.